Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the display screen of the device was broken. It was also noted that both wires on the liquid crystal display (lcd) were pinched without compromising the insulation, and the upper case of the device was dented due to the break in the lcd. Analysis further noted that the hanger assembly was contaminated and would not close all the way, the keyboard was scratched and pitted, and the ring screw was contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator's (epg) screen was cracked. The epg was returned for service. There was no patient involvement.